Manufacturer narrative:
H3 & h6: investigation results indicate that the router broke due to bearing failure with the associated attachment 5407fa2000 sn (B)(6). The quality investigation is complete.

Event description:
It was reported that a part of the router broke inside the attachment. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that a part of the router broke inside the attachment. No further information was provided.